Event description:
It was reported that at least 1 bd trypticase¿ soy agar, plate, 90 mm x 120 plate experienced biological contamination. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: 10% of the plates were contaminated with mainly bacilles cerues, and a few with kocuria rhizophila.

Manufacturer narrative:
H6: investigation summary: it was reported that 10% of the plates would be contaminated with mainly bacilles cereus, and a few with kocuria rhizophila. The complaint trends were reviewed and for this product lot, several complaints were reported for contamination issues. Therefore, a trend was identified, and further investigation was performed. The batch history review was performed. As part of the investigation, the ingredients of this medium were reviewed. During this review, no deviation was detected. No picture sample was provided. However, as other contamination complaints were reported for this product lot, the reported contamination was verified. Retain samples were reviewed for this lot. During this review, contamination could be detected in one plate. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. A material review board (mrb) was conducted which led to a situation analysis (sa). The performed investigation showed that the origin of the contamination was associated to cleaning of the filling tubes within the production line. For implementing corrective and preventive actions, a corrective and preventive action (CAPA) 4344556 was created. Note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Based on the evaluation of the report the complaint is confirmed. A CAPA 4344556 was created for contamination issue. Further investigations and acion implemenations are being performed within the CAPA.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 1 bd trypticase¿ soy agar, plate, 90 mm x 120 plate experienced biological contamination. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: 10% of the plates were contaminated with mainly bacilles cerues, and a few with kocuria rhizophila.